Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number unknown.

Event description:
It was reported to philips that the device "defib failure error 1". There was no reported patient involvement/adverse patient impact.